Event description:
Healthcare professional reported left side "exchange due to patient¿s concerns with the product". Following observations were made during the surgery "any creases, any creases associated with hole", "hole on patch side"and "particles in valve". It was also reported that when they removed the implant, it was virtually empty, so it is unknown if they caused any additional damage. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: crease fold, wear abrasion, opening on radius and broken of the plug strap. Leak test and microscopic analysis was performed which identified: striated opening on anterior and radius and striated broken of the plug strap. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: striated opening and broken assessed as surgical damage. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "exchange due to patient¿s concerns with the product".